Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l47427, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
This information will be captured in manufacturer's report # 3007566237-2015-01184 going forward.

Event description:
It was reported the patient had weakness in their lower extremities. X-rays, magnetic resonance imaging (MRI) and a dye study was performed. The MRI showed an inflammatory mass around t10 and the catheter was kinked in the spine. The healthcare professional (hcp) removed the spinal segment of the catheter. The pump was used to deliver hydromorphone and bupivacaine. The patient was regaining some strength in their lower extremities.